Manufacturer narrative:
The probe has been sent for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The surgeon reported that he couldn't insert the probe into the trocar. The surgeon thinks the outer diameter of the probe is not within specification. The probe was switched out and the case was completed as planned. No pt injury was reported.